Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported device malfunctioned.

Manufacturer narrative:
The valve was received in a plastic bag. The valve was not inserted in liquid. The progav valve was set to pressure range 10 cmh2o. First step of our investigation is the optical inspection. We found scratches and traces of use on the housing. There were also residues of particles on the surface of the valve. The measurement of the plan parallelism can determine a deformation. The valve is clearly (with - 0,0515 mm) out of the accepted tolerance (manufacturer tolerance +/- 0,02 mm). The visual inspection of the catheter showed a hole in the catheter. To proof the penetrability of the valve, we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The test results that the progav valve is not penetrable. The adjustment tests are carried out with the standard progav check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that it was not possible to adjust the valve into the pressure settings. To measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The measurement of the braking force could not be investigated because it was not possible to adjust the valve as described under point "3.6 adjustment test". The rotor was stuck because of the deformation of the housing. There is no failure detectable with the shuntsystem. No further actions are required from our point of view.